Manufacturer narrative:
The sample containing the particulate was not able to be returned for evaluation by the customer and the particulate was not able to be identified by the photos shared. The additive port was accessed for filling of the product and no particulate was identified by the customer prior to filling. The particulate identified could have been generated by inadvertent contact between the needle and the wall of the additive port. Should additional information become available, a supplemental report will be submitted.

Event description:
A customer reported "part of the bag floating inside the bag" post-compounding, after injection of the bag, of one sample. The product was filled by the pharmacy and was not available to be returned for evaluation. Images of the product were provided and no particulate could be visually identified. No additional information is available.